Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a no motor movement or negligible movement. Retries to free a stuck motor failed on the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump error 38 alarm during rewind due to corroded motor home switch. Unable to performed the displacement test due to pump error 38 during rewind.